Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were twisted. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. The physician also reported that the ligator shrink wrap on the device was removed earlier in the setup process than as instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019 according to the complainant, during the procedure, the bands were twisted. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. The physician also reported that the ligator shrink wrap on the device was removed earlier in the setup process than as instructed in the device directions for use. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Investigation results: received one speedband superview super 7 with the handle assembly, ligator head and velcro strap for analysis. Visual examination of the ligator head found, it was not in its plastic wrap when received and all the bands were present on the ligator head. The ligator head was not attached to the trip wire, the suture loop was intact and the ligator head teeth were undamaged. Trip wire was not rolled in the handle assembly when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted to the handle assembly and velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label due to the ligator shrink wrap removed earlier in the setup process.